Event description:
The company was informed that the patient got infection three days after the surgery. The patient was treated with keflex and other antibiotics for 26 days. The doctor's physical examination of the patient revealed "a small amount of crusting behind the ear." The doctor also noted that there is no erythema, no discharge or other real pain. The patient continues to be monitored by the center.